Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal. The customer was advised that discontinue use of the pump and revert to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor(gold). Insulin pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm. Motor passed motor test. Insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.